Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08710 inches. No over delivery anomaly or under delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device was monitored for 1 day with a water filled reservoir. The device delivered the basal profiles properly with no unexpected delivery anomaly noted. Then inspected the test reservoir, the device remaining in the status screen matches the test reservoir volume. No empty reservoir anomaly noted during testing. Device had cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by the customer's grand child that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 42 mg/dl at the time of the incident. The customer was at over 100 mg/dl at the time of admission. The customer was given glucose shots to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller noticed the pump was dripping. The caller stated the pump was uploaded and showed 4 boluses within seconds of each other and a bolus of 70 units. The caller stated the pump had incorrect date and time. The caller stated the pump overdosed the customer in a matter of 20 minutes with half the reservoir contents. Troubleshooting was completed but did not resolve the issue. The customer went low again while hospitalized. The insulin pump will be returned for analysis.